Manufacturer narrative:
(B)(4). Carefusion received a complaining from cardinal health (B)(4) that indicated a facility was utilizing an incorrect IFU (instructions for use) when cleaning/processing care fusion devices (80-6110). The correct IFU was provided with the devices at the time of purchase. One of the three devices was returned to carefusion for repair/maintenance. (Note that the repair/maintenance is not related to this complaint.) The device was evaluated and did not show any signs of being modified or altered. The device was visually examined and was determined to require repair. The device was sent to carefusion's in-house repair department for inspection and repair. The customer stated that they inadvertently cleaned the devices using the incorrect IFU. This resulted incorrect cleaning/processing of the devices, which could create a harmful situation for the pt due to potential blood borne pathogen exposure. The facility is in the process of testing (B)(4) pts for exposure and any subsequent disease manifestation.

Event description:
An email was received from cardinal health (B)(4) 31jul2014. It stated "there was an issue with how the instruments were processed. They weren't following the original IFU that was available when they bought the instruments in 2012. They have found out when there was some debris coming out of the handle. As a precaution, they have recalled all 1(B)(4) 50 pts that the instruments were used on so they can be tested for hepatitis. None so far were positive. I've sent the new IFU (cf36-1828b_26-2904-c) and they reviewed their procedures. They also had their instruments inspected and repaired by snowden-pencer (se documents)". There was no pt injury. The procedure was a bariatric surgery: additional information received from the customer 05aug2014. It was reported that the exact date of incident in 2012 was unk. It was january 2014 that the facility figured out they were not cleaning the instrument correctly per the IFU. Additional information received from the customer 05august2014. The lot numbers for two of the retractors was c12r2. The third is unk but is in transit to our manufacturing facility: additional information received form the customer 12august2014. It was reported that the facility used the retractors on (B)(4) people through the years. There are no positive results so far from the testing being conducted. The facility still has not reached (B)(4) percent of the pts.